Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient reported that when she woke up, the infusion set's tubing came off from the tubing connector as it detached while she was sleeping. After which her blood glucose level went to 21.0 mmol/l (on the same day (B)(6) 2021). Therefore, she tried to treat it with some insulin with syringes. The site location was right side of patient's abdomen and the pump was located on the left abdomen. Moreover, the infusion had been used for one day (last changed on (B)(6) 2021). Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress/pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 21.0 mmol/l. Upon investigation performed on the returned used device (1 used set), it was found that the tubing was detached from the tubing connector (missing glue). No further information available.